Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery flex and battery release were contaminated. Analysis also found the upper case and two side bail covers were broken. Lower case was broken/contaminated, one side bail was missing, and the battery drawer o-ring was damaged (cut). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.